Manufacturer narrative:
Image analysis the customer returned two images. Image 1 shows the housing of an atherectomy device with plastic like material protruding from the flush window. Image 2 shows the housing of an atherectomy device with plastic like material beside it. Product analysis: the device was returned with the thumbswitch in the ¿off¿ position the cutter is approximately 28mm inside the housing material butted up against it approximately 15mm of the material was removed through the flush window, and it is most likely pet liner medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a turbohawk plus atherectomy device with a 45cm 7fr non-medtronic (terumo destination) sheath and a 6mm spider embolic protection device/guidewire during treatment of a plaque lesion in the patients right mid superficial femoral artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was used. The vessel was pre-dilated. The vessel was not post-dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported the tecothane jacket was damaged. The lining appeared to slip off. No pieces were missing. The device was safely removed from the patient. A replacement medtronic device was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.